Manufacturer narrative:
D10 concomitant product: vloca008l, vloca008l v-loc* 180 0 abs reload 20cm, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic hysterectomy, while suturing the vaginal cuff, the suture broke from the needle. The needle came loose out of the handle after the first bite. When toggled or closed, the needle was not successfully passed to the other jaw, and when the jaw was released, there was no needle. The needle fell into the patient¿s cavity. The surgeon then tried to remove the suture and needle by pulling on the suture to gain visibility of the needle. From there, the suture pulled free from the needle leaving the needle behind in the tissue. An x-ray confirmed that the needle was still inside, and the surgical team was unable to remove the needle as it could not be located. The surgeon subsequently closed up the patient and completed the case. The surgical time extended for 30 to 45 minutes due to the product problem.